Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was deemed inoperable, due to not being able to hold a charge. As a result, the patient's ipg was explanted and replaced with a different model, which addressed the issue.